Event description:
A severely calcified lesion in a protected left main coronary artery was treated with the deployment of an s7 stent in the ostium of the vessel. Further treatment was needed for a distal lesion in the left anterior descending coronary artery. An attempt to cross a 2.5mm diameter by 15mm length s660 stent delivery system through the s7 stent to reach the distal lesion was unsuccessful. Upon removal, the s660 stent dislodged from the delivery balloon when the proximal section of the stent caught on the s7 stent. Attempts to snare the stent were unsuccessful but the stent was removed with the use of the guidewire. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to this event. The s660 stent dislodged from the delivery balloon when the proximal section of the stent caught on the s7 stent during removal.